Event description:
Report received of an overdelivery. The customer contact indicated the event was the result of an operator error. The pump was programmed to infuse heparin and an another unspecified solution on the primary and secondary lines in the concurrent mode. Specific program parameters were not provided. At an unspecified time, it was reported that the heparin infusion "ran out before it was supposed to." It was determined that during set-up the nurse inadvertently switched the primary and secondary containers or settings. The pt did not experience any adverse effects. Though requested, no additional info was provided.